Event description:
The patient's lead and generator were replaced due to high impedance. The explanted products were discarded per hospital policy. The device history records of the lead were reviewed. The lead passed final quality and functional specifications prior to release. No other relevant information has been received to date.